Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut down unexpectedly. There was no impact to the customer's blood glucose level. The customer was later able to charge the pump and resume insulin delivery.